Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller became completely u nresponsive and will not power on. Caller stated it displayed a message saying something along the lines of unable to charge. Caller was uncertain of the exact details of the message that displayed. Caller stated they attempted to take the battery pack out of the controller and connect the controller to the ac power supply without any batteries but the controller would not power on. During the call, technical services (tss) instructed caller to remove the battery pack and connect the controller to the ac power supply again. Caller confirmed the controller would not power on. Caller confirmed the green light was illuminated on the ac power supply relay box. Caller mentioned that they have had external equipment replaced in the past. Caller also mentioned that they can feel when their implantable neurostimulator (ins) battery is 30% or lower. Caller also stated that they had to take work off today because of the pain they experience without being able to use their device. Caller stated they are unable to walk without use of their device. A replacement controller was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the controller (product ID: 97745, serial#: (B)(6)) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.